Event description:
Information was received from a patient receiving intrathecal morphine (unknown) at unknown concentration/dose via an implantable pump for non-malignant pain. It was reported that patient stated, "5 or 6 times" since an unrelated surgery they had in may their handset was not accurately displaying their number of bolus's. They had 4 bolus's per day and yesterday they did 2 boluses during the day and at night when they went to do one it said they still had 4 boluses left. Patient said they restarted their device and it still said 4. Patient did a bolus this morning and noticed it said they had 3 left so patients would continue to monitor. Patient also mentioned they had an magnetic resonance imaging (MRI), x rays, and a computed tomography (CT) scan before they took out their gallbladder and put in a stent. Patient was also wondering if "something happened" when they had the surgery because they did not think they were getting the pain relief that they were getting before the surgery. Patient stated they have had their pump refilled since the surgery and had a doctor appointment since and not heard any alarms. The patient was redirected to their healthcare provider to further address the issue. Patient also mentioned seeing messages such as "resync" and others as well during this time but always able to connect. No error codes present at time of call. Patient also mentioned seeing an error code 15 in their pump logs. Additional information received from the patient further clarifying previous report that she had 3 surgeries over memorial weekend and had an MRI and CT scan and x rays and they did not think anyone validated the pump after the magnetic resonance imaging (MRI). Patient confirmed she did not hear the pump alarming. Patient stated the doctor filled the pump after the hospitalization. Patient confirmed the testing and hospitalization were not related to the medtronic device/therapy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.